Manufacturer narrative:
The console was not returned to danvers for investigation. Given the type of failure and the age of the complaint, the console was not needed for further device analysis. The controller error was due to an optical bench fw communication protocol deficiency, resulting in misalignment of data communication packets received by epc. Console sw operated as designed. Subsequent preventative maintenance performed on the console are sufficient to ensure that the console works to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the aic (automated impella controller) experienced a console failure which appeared to resolve if the impella leg was moved and the p level toggled. Staff was advised to switch consoles.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.